Manufacturer narrative:
Product ID 8711, lot# j11291r02, implanted: 2002 (B)(6); product type catheter product ID 8711, lot# j11291r02, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient suddenly had a lot of back pain around t9 beginning three months prior to report. An MRI on 2014 (B)(6) showed a lesion there per the radiologist. Another MRI was to be ordered on 2014 (B)(6) and the caller wanted a manufacturer's representative to be there to check the pump after the MRI. The patient's pump was intended to infuse morphine. It was later reported that the patient had right side t9 pain, back pain, appeared to be an intrathecal granuloma, with unclear etiology. The event, however, was attributed to the drug effects. The event was reportedly due to an unclear catheter issue reported as a pump complication. The patient reportedly recovered without permanent impairment.